Manufacturer narrative:
The lead was returned with no complaint reported event. Only a connector portion of the lead was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found via visual analysis a full breach insulation degradation on the optim sheath only. The silicone insulation was normal in this region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.